Event description:
It was reported that a patient underwent a semi open procedure on an unknown date and barbed suture was used. During the procedure, it was reported by a sales rep that, during an unknown semi-open surgery, when the doctor used stratafix, body part of the needle was broken. It was not a control release needle. Another product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: no pieces fell into the abdominal cavity. Did the needle piece fall into the patient unk if yes, was the needle piece(s) retrieved during the same procedure?unk were x-rays taken to locate the needle piece(s)?unk what measures were taken to retrieve the broken piece? Unk if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Unk please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager),(B)(6). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/5/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was sxpp1a401. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, was submitted for fractographic evaluation on march 19, 2026. The component was identified as product code sxpp1a401. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was predominantly composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture and a cup and cone fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one labeled winding former with one unused needle suture combination that pertains to product code sxpp1a401. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. The sample was tested by resistance test to needle and met the requirements. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.